Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reporting injecting a patient in ck1, ck2 and ck3 with juvéderm® voluma¿ with lidocaine. That day, there was minimal edema that could be due to normal inflammation. Treatment was noted as expectant attitude and mild massage. Four days later, increase edema and patient was prescribed prednisone 30 mg 5 days. A little over 3 weeks later, worsening with mild eyelid edema and erythema, associated to viral respiratory. Patient was prescribed 5 days of 30 mg prednisone and amoxicillin/clavulanic acid 500/125 mg every 12 hours for 7 days, improvement in 24 hours. Next day, minimum "lump with erythema and edema in tear trough, no infection signs." Patient was injected with 40 iu of hyaluronidase. After finishing 5 day treatment of prednisone and suspending it, "edema in tear trough and erythema in the zone of the lump" re-appeared. Prescribed descendant scheme of prednisone for 10 days. Symptoms ongoing/unresolved.